Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit shows an error was detected. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) replaced drive manifold assembly, also functional tests and other tests are performed. Equipment suitable for clinical use.

Event description:
N/a.